Event description:
Customer reportedly obtained results of 100mg/dl, 111mg/dl, 152mg/dl, 153mg/dl, 117mg/dl, and 227 mg/dl on the aviva system within 10 minutes. An additional comparison reported results of 300mg/dl, 117mg/dl, 139mg/dl, and 115mg/dl on the aviva system within 10 minutes. No action taken on device results. No adverse event reported. Requested return of suspect system and replacement was sent.